Event description:
It was reported the patient lost weight and the ipg was loose in the pocket which was uncomfortable. Surgical intervention was undertaken on (B)(6) 2018 and the ipg was relocated from the right abdomen are to the left buttock. Relocation of the ipg addressed the tissue.